Event description:
At the site perpendicular to the lesser curve of the gastric wall, the surgeon attempted to do the gastric cut and a crack noise was heard and a piece of the 45 x 3.5mm endo gia staple load broke off. (It's the piece that joins the driving shaft in the handle to the staple wedge, the anvil closer and the knife blade in the staple load.) This happened within the first centimeter of travel and the anvil wouldn't stay closed. The handle still allowed the staple wedge and knife blade to proceed to the distal end of the staple load, pushing out unformed staples. The team searched the abdominal cavity and found the piece. This increased the length of the case by 90 minutes because the site had to be manually over sewn. Manufacturer response for stapler, load, surgical, endo gia universal: they wish to have their qa dept analyze it.